Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 8/7/2007 that a customer had a problem with and insulin syringe. The customer reports, "needle" is bent backwards rendering it useless and the needle was detached from the syringe."